Manufacturer narrative:
Date of event is estimated. Attempts were made obtain device and implant date information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-06140. It was reported that one of the patient's leads had high impedances and the other migrated. As a result the patient lost effective therapy. Surgical intervention was undertaken to replace both leads. Effective therapy was restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.